Event description:
The stent struts pulled away from the balloon. Clinical impression: the pt was undergoing a pci of a moderately tortuous lesion of the proximal circumflex. The physician was unable to cross the lesion with a 2.5/23mm cypher. The stent was then pulled back into the guiding catheter and removed. Upon observation, "the proximal edge of the stent had a couple of stent struts that had pulled away from the balloon." Another unit was used to complete the procedure. When removing the stent delivery system (sds) before stent implantation, the entire system should be removed as a single unit. When removing the sds, it should not be retracted into the guiding catheter. Retracting the sds into the guiding catheter can potentially result in loss or damage to the stent. There are procedural issues that may have contributed to this event.

Manufacturer narrative:
The report we received from the field indicated that during a stenting procedure, the stent delivery system (sds) had passed the proximal left circumflex but difficulty was experienced crossing the lesion. The sds was pulled back into the guiding catheter and removed. Upon observation, the proximal edge of the stent had a couple of stent struts that had pulled away from the balloon. There was no patient injury. Additional information: there was no calcification but mild to moderate tortuousity in the proximal left circumflex lesion. They used another unit to complete the procedure. The following analysis has been performed on the returned product: visual examination: the stent was in place on the balloon but was found to be slightly bent at the proximal side. The proximal end stent struts were noted to be slightly bent. Dimensional: the returned sds catheter's tip inner diameter, body outer diameter and stent profile (undamaged area) were measured and found to be within dimensional specifications. Device and lot history record review: this is the only report of this type received for this sterile lot number to date and the only report of this type for this catalog number six months prior to the alert date. A review of route sheets was performed for this terile lot number revealing all crossing profile and stent retention values were within the acceptable criteria. The stent was found to be slightly bent and contained bent proximal end struts. This type of damage is consistent with withdrawing the sds back through the guiding catheter. Withdrawing the sds (with stent) back into the guiding catheter is contraindicated per the IFU. The exact cause of the crossing difficulty was not determined.